Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing records for this lot found no nonconformities. The physician (user) did not report any device malfunction.

Event description:
Two stenoses of the lad were treated, then a total occlusion of the lad occurred. The guidewire was removed and the occlusion was opened using a 2nd guidewire. Aspiration was then performed and a 3rd stent was implanted. The physician said there were thrombotic appositions on the guidewire.